Event description:
It was reported that during an implant case the software analyzer was oversensing. The analyzer was changed out and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the analyzer was oversensing, it was inspected, including the condition of the patient connector and no anomalies were found. Its output waveforms were also compared with those of the monitor device and they checked out the same, and the analyzer passed functional and systems tests with a known good programmer. (B)(4)